Manufacturer narrative:
The hill-rom technician found that the scale was apparently zeroed with the patient on the bed. The bed exit system will alert the caregiver with an alarm chirp and will not allow the bed exit system to be activated. When the scale has not been zeroed properly. Also the bed exit system cannot prevent a fall from occurring, but merely alerts the caregiver that the patient has exited the bed.

Event description:
Director of nursing, alleged that the bed exit was armed but did not alarm. An elderly patient fell while getting out of the bed and broke their hip. The patient died a few days later, but the account would not comment on whether the broken hip contributed. Hill-rom field technician found that the scale read -68.2 kilograms and the bed exit would not arm. Tech reported that the bed had not been zeroed properly. This would indicate that the nursing staff could not have possibly armed the bed exit system. He zeroed the scale and the bed exit functioned properly. Tech inserviced director of nursing and the nurse manager per the instructions in the user's guide.